Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses on the imaging system were open. The reported issue was found in storage at the site. There was no patient present when this issue was identified. No additional information was provided.